Event description:
It was reported that the buttons on the customer's insulin pump were nonresponsive. The customer also received an a21 alarm she could not clear. The customer's blood glucose level at the time of the report was 187 mg/dl. Standard troubleshooting was performed for the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Insulin pump passed unexpected alarm test and self test. No unexpected restart alarm.